Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) levels ranging from 20mg/dl to 44mg/dl; cause was unknown. Reportedly, customer required assistance from paramedics to treat bg level via intravenous glucose. The customer was instructed to consult with healthcare provider regarding bg level.